Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins). Patient had occasional shocking sensation at implant site. No environmental/external/patient factors were known that may have led to the issue. As a result of the event, the patient turned down stimulation from 1.9 amps, but still receives the shocks based off of posture. The device was turned off until the rep could meet the patient on (B)(6) 2017. The issue was not resolved at the time of this report. Patient responded to a letter. The cause of the shocking wasn't determined and the patient added the shocking was at the implant site. The steps taken to resolve the shocking and pain was they were reprogrammed and was going to see if that would help. If not, the patient said they will have to go in and take it out. The patient added that they saw the rep on (B)(6) 2017 and will call if the shocking and pain restarts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was going to have their device removed due to shocking. The patient stated the device was shocking and hurting them and they wanted it out. It was noted to be related to positional movements. The patient stated that sometimes when they had the therapy on they weren't sure it was working and they weren't sure what was going on or why it was doing that and thought it was maybe a pinch or something but then it got like they were being stung by a wasp. The patient stated it was like a wasp sting or a full-fledged shocking around the whole thing. The patient stated that they would move a certain way and ¿it was like the whole device on the battery pack, it was like the whole thing was just.. I don't know how to explain how it was doing on that side¿. The patient also stated they went to climb in the car and when they went to sit down it was like they sat on a big old wasp and it was like it stung them so they turned the device off. The patient noted turning off the device stopped the sensation and that at the time of the call they were not having any problems with it. The patient was told to call by their healthcare provider to request an appointment with the representative. The patient was redirected to their healthcare provider. No further complications were reported.